Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 8/15/2014 electrode belt: 4/242015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. It was reported that the patient was at home and his wife was present at the time of passing. Review of the download data revealed that the patient received 2 treatment shocks on the day of passing. At 7:43:16 am, the patient received an appropriate treatment. The patient's rhythm at the time of the treatment was vf and the post-shock rhythm was af at 30 bpm with pvcs. At 7:43:47 am, the patient received an inappropriate treatment. The patient's rhythm at the time of the treatment was af at 30 bpm with pvcs with motion artifact and amplitude oversensing. Motion artifact and amplitude oversensing contributed to the false detection. The response buttons were pressed after the second treatment was delivered. At 7:43:58 am, an arrhythmia was detected with response button use. It is unknown who was pressing the response buttons. The patient's rhythm at the time of the detected arrhythmia was bradycardia at 30 bpm with non-sustained ventricular tachycardia (nsvt) degrading ventricular fibrillation (vf). From 7:43:47 am until the electrode belt was disconnected at 8:09:31 am, the patient's rhythm was sinus rhythm at 90 bpm slowing to bradycardia at 30 bpm with pvc's and nsvt degrading to vf with motion artifact and response button use. The response button use during this time prevented the lifevest from delivering a treatment during this time. It is unknown who was pressing the response buttons during this time. The electrode belt was disconnected at 8:09:31 am. Ems was called during the event. The patient's equipment was returned and was found to be fully functional. There is no indication that a device malfunction that caused or contributed to the patient's passing.